Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy (crt) stimulation component was not discontinued when the patient was experienced exertional dyspnea. Medication was administered and the device remains in use. The patient is a participant in the adaptresponse clinical study. No further patient complications have been reported as a result of this event.